Event description:
It was reported the patient's lead exhibited all high impedances and ineffective therapy and that the patient¿s ipg had reached end of life. It is unknown if this occurred prematurely. As a result, surgical intervention was undertaken on (B)(6) 2026 wherein the system was explanted and replaced to address the issue.

Manufacturer narrative:
Date of event is estimated.